Manufacturer narrative:
D10 concomitant products: unk-barrx, unknown barrx (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter at the beginning of the procedure, the sonicision tweezers had an issue. It had red light and it stopped working. Battery was changed but the error continued. There was no x-ray was performed. A new dissector was used to continue the procedure. Medtronic's initial evaluation of the incident device found the waveguide was broken off and not returned.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector has a damaged waveguide. The device showed evidence of use. The waveguide was broken off and not returned. The jaw of the device was bent and partially disconnected from the device. Functional testing found that the troubleshooting found the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. Use after damage can cause the cracked waveguide to break off. It was reported that the device did not activate during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of jaw that was damaged. The most likely cause was traced to transport/storage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.